Manufacturer narrative:
A request was made for the journal article author to provide the model/serial numbers, but to date, no additional information has been provided. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported in a journal article that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a pocket infection within six months of the implant procedure. The device and electrode were explanted. No additional adverse patient effects were reported. Mehdinejadshani, mahdiye, et al. (2023). "Clinical outcomes of subcutaneous implantable cardiac defibrillator implantation - iran sicd registry". Pacing clin electrophysiol. 2023;1-6. Https://doi.org/10.1111/pace.14668.